Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device from the same lot were returned for analysis. The devices were visually inspected. There were no anomalies noted upon visual inspection. The cassette was filled with 100ml of red dye using an ICU medical provided syringe. A leak was observed at the seam of the internal bag. The complaint of leakage can be confirmed due to the failure mode observed of leakage at the internal bag seam and a root cause was unable to be determined.

Event description:
It was reported that the staff had a leaking bag for 100 ml cassette. The event occurred in the hospital, when the health professional filled the cassette. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.